Manufacturer narrative:
The issue was consistent with a lower than intended target concentration within the sample volume analyzed by the assay. This lot contains a raw material that has been identified as having potential for leaks. No leaks were observed, however small amounts of reagent may not be visible. This issue could not be excluded by the investigation. The issue is also consistent with a low target concentration withdrawn and loaded into the delivery port. This can create limit of detection challenges if the concentration is at or near the analytical sensitivity of the assay. The investigation did not identify a specific cause of the event.

Manufacturer narrative:
The instrument's serial number is (B)(6). A data review showed there was a signal below the detection threshold for the enterococcus and enterococcus faecium targets, leading to the not-detected call for both. The vana target was "n/a" due to the previous targets being not detected. The investigation is ongoing.

Event description:
There was an allegation of questionable results using the eplex blood culture identification panel - gram positive (bcid-gp) panel for 1 patient sample on an eplex system. It was reported that enterococcus faecium and vana were detected in culture, and the bcid-gp test results were negative. On 01-feb-2025 the bcid-gp test was repeated and the targets were detected.